Event description:
It was reported by the rep the device was used during a thoracoscopy. It was reported the ez45g firing handle would not advance for the second firing. The procedure was continued with another device. There was no consequence to the pt.